Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were made available for evaluation. The source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding infection involving a trident 10° x3 insert 36mm ID was not confirmed.

Event description:
It was reported that the patient had an infected right hip so the surgeon revised.

Event description:
It was reported that the patient had an infected right hip so the surgeon revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-52e; lot# 33521502. Citation tmzf ha stem #4 right; cat# 6265-5114; lot# 36375904. A 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# unknown. Unknown head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.